Event description:
During a left heart catheterization procedure, the complainant reported that when they drew back from the saline, air came into the control syringe. There was no harm or injury to the pt.